Manufacturer narrative:
(B)(4). Section g4: the rt205 adult ventilator circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: additional information and photographs were provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. The subject rt205 adult ventilator circuit was requested but not returned to f&p healthcare. Results: analysis of the provided photographs confirmed the reported leak. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. All rt205 adult ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt205 adult ventilator circuit show in pictorial format the correct set-up of the circuit and also states the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt205 adult ventilator circuit heated with mr290 auto feed chamber failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4) section g4: the rt205 adult ventilator circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt205 adult ventilator circuit heated with mr290 auto feed chamber failed the ventilator leak test prior to patient use. There was no patient involvement.